Manufacturer narrative:
Device evaluation: a sample was not returned for evaluation. As bd is aware of complaints for non-retraction of pbbcs, this complaint is confirmed and CAPA (B)(4) has been opened.

Manufacturer narrative:
Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle of the suspect device did not retract after activation and the technician stuck herself on her right thumb. The incident occurred in the patient room when the employee was drawing a tsh level. The employee was wearing gloves at the time of the needle stick. The employee flushed the area immediately after the stick, was sent to the ed for assessment and a worker's compensation claim was submitted. The employee will have repeat labs in 90 days and ongoing monitoring. The source patient is known to be (B)(6).